Event description:
It was reported during the trial lead implantation procedure (B)(6), a cerebrospinal fluid (csf) leak was observed following a dural puncture with use of the epidural needle. The physician removed the needle and continued the surgery at a higher thoracic level, successfully completing the case. The pt reportedly experienced a headache following the procedure. Follow-up on this matter found a blood patch was subsequently performed, and the pt's headache has fully resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.